Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and a low heart rate. It was noted that the right ventricular (rv) lead had dislodged and had high thresholds and a loss of capture. The r-wave was also noted to be diminished. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Lead 5076-58; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and a low heart rate. It was noted that the right ventricular (rv) lead had dislodged and had high thresholds and a loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.